Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device is not taking the skin. The defect was noticed before the surgery and because of the malfunction the product was not used to perform the procedure. An alternate device was available. There was no harm and a delay of 15 minutes to retrieve the alternate device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
On april 11, 2018, it was reported that the device was not taking skin. The defect was noticed before the surgery and because of the malfunction the product was not used to perform the procedure. An alternate device was available. There was no harm and a delay of 15 minutes to retrieve the alternate device. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in a corrective and preventative action (CAPA). Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) once as documented in the repair reports. The last repair was february 16, 2010 where it was reported that the device required repair and the power cord assembly, bearings, motor, power switch, seal and retaining ring were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on april 19, 2018 revealed that the device was corroded. Repair of the electric dermatome was not performed by medicrea since the repair quote was sent to the customer on april 19, 2018. Medicrea has sent email to the account for the repair decision on may 7, 2018, may 22, 2018, june 4, 2018, june 20, 2018 and july 4, 2018. The customer has not responded with their decision at the time of the investigation. The reported event ¿the device was not taking skin¿ was non-verifiable since during product review it was only noted the device was corroded. The device can still take skin while corroded. The root cause of the device not taking skin cannot be specifically determined with the provided information since the device can still take skin while being corroded. Medicrea has sent email to the account for the repair decision on may 7, 2018, may 22, 2018, june 4, 2018, june 20, 2018 and july 4, 2018. The customer has not responded with their decision at the time of this investigation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.